Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported experiencing pocket stimulation during follow-up in clinic. Further evaluation determined that pocket stimulation was due to atrial lead noise. Device was reprogrammed and the issue was resolved. Patient was stable.